Event description:
The pump was returned for investigation. Investigation found contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The keypad cover was intact. Removal of keypad cover found contamination under all the button contacts. (B)(6).